Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6), 2013, at 9:00 am, the patient obtained the blood glucose readings of 196 mg/dl and 136 mg/dl on the reported meter, and a reading of 109 mg/dl on another manufacturer¿s meter within 30 minutes. Twenty minutes afterwards, the patient reportedly experienced symptoms of ¿hypoglycemia¿; she did not provide specific symptoms. The patient tested her blood glucose level to be 69 mg/dl using another meter. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient managed her diabetes with insulin taken on a sliding scale. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. Quality control testing was performed during the call, with failing results. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Dob: not provided. Gender: not provided. Weight: not provided.